Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, clips was not closing correctly twice. But then the surgeon continued to use the clip applier and it worked fine. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, the clip itself was not closing correctly to hold on the tissue for two attempts. After this it did close properly. But then the surgeon continued to use the clip applier and it worked fine. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was partially applied with one clip remaining. The clip counter was no longer active. Two partially formed clips were received. The instrument was cycled and the last clip advance into the jaws the follower advanced along with the clip. The instrument cycled without binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur when the handle is not fully squeezed completing the instruments firing cycle during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.